Event description:
The patient reportedly experienced intermittencies between the external equipment and the cochlear implant. External equipment was exchanged. However, the issue was not resolved. The patient is scheduled for revision surgery.